Event description:
Information was received reporting that a nurse found milrinone off and the smiths medfusion 4000 syringe pump displayed an error that the battery is depleted. There were no adverse events reported.